Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a scheduled follow-up, interrogation revealed that the pacing lead impedance had gradually increased. The rise in impedance also corresponded to an increase in capture threshold. The patient had high ventricular rate episodes that appears to be non-sustained ventricular tachycardia episodes. It is possible the high threshold was caused by a potential partial lead fracture. The patient condition was stable before, during, and after the device interrogation.